Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error 1 issue. This is potentially reportable because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2016 with the following findings: evaluation revealed that an error 1 sub code 30 (error in bg measurement) occurs immediately when on the powering meter. Unable to pair pump and meter and complete required investigation steps 8-10 due to inability to clear the error 1 sub code 30 message.